Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed to stay closed. A field service engineer (fse) found that the magnet was missing from the latch assembly, replaced the latch in and then verified proper operation of the afterwards, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, h7e main drawer 6 failed to stay closed. Magnet in sensor dislodged, causing sensor to not detect closure. Requires replacement of magnet component. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.